Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample was provided from the reported lot for evaluation. The sample was subjected to a laboratory leak test, and a leak was noted from the non-cavity ID end at 15.0 psi from the header cap. Upon removal of the header caps a polyurethane (pu) sliver was found on the non-cavity ID end, at approximately 330°, with the ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses a blood leak; however, there was not enough information provided to determine if the leak was internal or external (no sample). A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred about an hour and a half to two hours into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed at the bottom cap of the dialyzer and was leaking externally. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm because the blood was leaking externally. Blood leak test strips were not used because the leak was visually observed at the bottom cap of the dialyzer. There was damage seen on the bottom cap of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 10 mls. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred about an hour and a half to two hours into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed at the bottom cap of the dialyzer and was leaking externally. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm because the blood was leaking externally. Blood leak test strips were not used because the leak was visually observed at the bottom cap of the dialyzer. There was damage seen on the bottom cap of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 10 mls. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.